Manufacturer narrative:
Analysis was based on the complaint description and the customer supplied photographs. Customer reported a leak occurred from the photoreceptor onto the glass plate protecting the uva lightbulbs. A blood leak could be confirmed from the customer supplied photos, however the source of the leak could not be determined. The photos showed blood on the glass plate that protects the uva lightbulbs however the photo plate cannot be seen in either of the two photos. A root cause could not be determined from the information provided. No manufacturing defect identified. Investigation complete. (B)(4). Device not returned.

Manufacturer narrative:
The system was used for treatment. A batch record review of kit lot e721 was conducted. There were no nonconformances associated with this lot. The lot met release requirements. A review of kit lot e721 shows no trends. Trends were reviewed for complaint category photoactivation module leak, and no trend was detected for this category. This assessment is based on the information available at the time of the investigation. At the time of this report, the return product evaluation has yet to be completed. A supplemental report will be sent once investigation is complete. This case is reportable as a MDR due to the reportable malfunction, photoactivation module leak. Since the photoactivation module leak is associated with the kit, only one MDR will be filed for this case. (B)(4).

Event description:
Customer reported that after an uneventful ecp procedure, it was discover that approximately 5 cc of fluid had leaked from the photoactivation module where the tubing is connected on the photoactivation plate. Patient was reported stable.